Event description:
The customer contact reported that during preventative maintenance testing at the user facility the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was not responsive when pressed. This was due to contamination caused by fluid ingress which was found on the bottom of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.